Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Product investigation summary: the complaint condition for the helical blade inserter (part 357.372 / lot 5792443) was likely caused by rough handling over seven (7) years of consistent use; however, this complaint is not likely a result of any design related deficiency. The helical blade inserter is an instrument routinely used in the titanium trochanteric fixation nail system. The device was returned and reported to have contributed to the helical blade becoming stuck during surgery. This condition is unconfirmed; the helical blade inserter functions as intended and passes through the blade guide sleeve without difficulty. A visual inspection, dimensional inspection, drawing review, and DHR were performed as part of this investigation. It was noted during the course of the visual inspection that a pin inside the alignment indicator of the helical blade inserter was broken and that the alignment indicator spins freely around the axis of the device. This condition is confirmed. The balance of the returned device is in fairly worn condition with several markings from hammer strikes along its length. The relevant drawing was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used as recommended. Device history record review: manufacturing location: (B)(4) - manufacturing date: may 23, 2008. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while inserting a trochanteric fixation nail (tfn), the blade became stuck and could not be advanced or removed. A slap hammer and an extraction device were used to remove the trochanteric fixation nail causing a twenty (20) minute surgical delay. A second tfn nail set was used to complete the surgery without any issues. The surgery was completed successfully with no known impact to the patient. Update: the investigation conducted on the returned devices was completed on (B)(4) 2016. It was during this investigation that the helical blade inserter, which was originally documented to be a concomitant device, was actually broken at an unknown time during the procedure. Therefore, the device is being added to the complaint. This report is 4 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.